Event description:
The reporter, the pt's mother, reported the pt obtained several elevated blood glucose readings, greater than 400 mg/dl, since (B)(6) 2011. Example readings are (B)(6) 2011 at 9:37 am: 460 mg/dl, (B)(6) 2011 at 10:43 am: 498 mg/dl, and (B)(6) 2011 at 8:38 am: 538 mg/dl. During this time period the pt experienced the symptoms of nausea, vomiting, thirst, being 'cranky' and large urinary ketones. The pt rec'd boluses using the pump. Troubleshooting revealed the pt's technique is correct, the site was changed, the basal/bolus history accurately matched the doses programmed into the pump, all pump programming is correct, the date/time are correct, and there were no kinks in the tubing. Troubleshooting showed there was no mechanical issue with the insulin pump that may have contributed to the pt's high blood glucose levels.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be drawn at this time.

Manufacturer narrative:
(B)(4) - device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: there was no history from the time of the event available due to continued patient use. A review of the total daily dose history for the available date range showed that the daily insulin delivery totals correctly reflected the user programmed basal rates. No alarms or pump conditions indicating a malfunction were recorded in black box or alarm history. A 29 hour flow accuracy test was performed and the pump was found to be delivering within specifications. No delivery related defects were found during testing.